Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to a third party service center for evaluation. Foam particles were observed in the blower kit. The device was also found to be contaminated with dust. Error code 22 (indicating an issue with the motor connection, blower box, and/or pca) and error code 24 (indicating an issue with the pca) were found in the device assembly. The device was scrapped.